Manufacturer narrative:
Model number: 720185-01, lot number: 1000172104, model description: reservoir flat iz 100 ml.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump and reservoir were explanted due to unspecified reasons. The cylinders were left in place. A new ipp pump and 100ml reservoir were implanted. It was further reported that six weeks after originally being implanted the device would no longer inflate. The physician tested all of the components and determined that the pump was not functioning properly because it would not pump up the cylinders. The physician removed the pump and reservoir and replaced both with new implants. The new device was tested during surgery and was working to the physician's satisfaction. Following the surgery the patient was reported as being in good condition. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.